Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that when they tried to pull an r2p metacross out, it became stuck in the r2p destination slender sheath. As the r2p destination slender was being pulled out with the metacross in it, the sheath started to unravel. There was no patient injury. The procedure outcome was successful. The procedure was a lower leg angiogram. The patient's pre-procedural condition was peripheral artery disease (pad). There was no blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 119 cm 6fr r2p destination sheath and dilator were received for product evaluation. The sheath was returned in 6 separation pieces as well as the distal portion of the metacross balloon (which was not returned mated to the sheath. From the sheath hub, the first portion is broken at 35.5 cm from the hub. The second and third portion is only the sheath outer jacket and the d-wire completely uncoiled. The fourth portion was greatly stretched and measured to be 11.5 cm in length. The fifth section was also greatly stretched, and the d-wire was completely unraveled at either end. The last section of the breakage was the tip end and was cut at 55 cm from the tip. IFU states: "while inserting or withdrawing, if resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." The complaint can be confirmed for sheath mechanical separation. The likely cause of the event is withdrawing the balloon when it was not fully deflated causing resistance in the sheath. Pulling forces during withdrawal along with resistance likely caused the breakage. Per the product IFU: "while inserting or withdrawing, if resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.